Event description:
It was reported that the patient came into the outpatient clinic for a computed tomography (CT) scan diagnostic after regular follow-up visit to exclude any outflow graft issues. Some kind of obstruction between the outflow graft and its bend relief was suspected via the CT results, however, no specific symptoms were shown. The patient underwent several diagnostics with no real findings. Everything was in normal range. Hemodynamics was completely stable. The left ventricular assist device (lvad) was running as expected, no issues were seen during this visit and the patient did not mention any kind of occurrences with the lvad. The patient's general condition was reduced since weeks, and they were not resilient at the moment. The patient was discharged again and would be observed in shorter timeframes in the outpatient clinic. There was no treatment or change in lvad parameters performed. It was stated that the patient underwent an echocardiogram with no findings, an x-ray with no findings, and lab tests with no findings in regard to the lvad therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed through evaluation of the submitted images and videos. A specific cause for the obstruction could not conclusively be determined through this evaluation. Review of the submitted images and videos confirmed compression of the graft that appeared to be consistent with eogo. The controller event log file contained events from 23feb2025 through 26feb2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H7 notification added h9 fsca number added no further information was provided. The manufacturer is closing the file on this event.